Event description:
It was reported that, following a turp procedure, a pt with an existing unknown suprapubic catheter was catheterized with a urethral catheter to be used for bladder irrigation. After an unknown length of time, the urethral catheter fell out. Irrigation was then performed using the suprapubic catheter. The pt then became hyponatremic and septic, and was placed in ICU for two days. Per information received via inquiry, the balloon was inflated with sterile water, and instillgel was used as a lubricant. The catheter had been indwelling for between one and four hours before the event occurred. Traction was applied to the catheter via a 200g weight attached to the catheter via wire. No irrigation had been performed prior to the catheter falling out. Pt required additional procedure to receive a suprapubic catheter without further issue.

Manufacturer narrative:
Sample was received (B)(4) 2013. Investigation is in progress.